Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.6 cm fusiform aneurysm was reported with an infra-renal angle of 27 degrees. Proximal aorta was 23 mm in diameter and 35 mm in length. Distal aorta was 32 mm in diameter. Right iliac artery was 21 mm in diameter and the left iliac artery was 11 mm in diameter. Right femoral artery was 7 mm in diameter and the left femoral artery was 8 mm in diameter. The right iliac artery was moderately tortuous with 30% stenosis while the left iliac artery was mildly tortuous with 20% stenosis. The circumferential aorta had 10% mural thrombus/calcification. The proximal end of the graft was placed such that the suprarenal stents were crossing the left renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. Two reliant balloons and 2 invatec balloons were used. It was reported that the following day the patient experienced wheezing, exp. Stridor and decreased breath sounds. Two days post index procedure the patient came down with a fever of 102.5 (wbc was 20.0). The patient was given medication and recovered. Both of these events were found to be related to the study procedure but not to the study device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Inherent risk of procedure (fever), (cause of event is unknown).